Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of noise. The noise may be myopotentials. Technical services discussed some testing options. There were no additional adverse patient effects. The system remains implanted.